Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Unable to conduct system or instrument log review due to lack of system detail. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: there is no indication or evidence of a system issue that meets the criteria of a reportable malfunction or evidence that an isi device malfunctioned in a way that could contribute to an adverse event. Additionally, there is no evidence of an injury and the event description states that no tissue was being held and that a surgeon was able to stop system arm movement before any harm. However, the medwatch report was labeled with event report type as "serious injury¿ and was labeled with event outcome as "required intervention" and additional information cannot be obtained due to lack of site, system, and instrument information. At this time, the severity, additional event details, and steps taken to address an unspecified injury and unspecified medical intervention remain unknown and the root cause of the customer reported issue is unknown.

Event description:
On 25-mar-2021, intuitive surgical, inc. (Isi) received mw5099492 stating: ¿da vinci xi system arm 4 moved across the pt¿s peritoneal cavity without operator input. Fortunately no tissue was being held and the bedside surgeon was able to arrest its movement before any harm. FDA safety report ID#: (B)(4).¿ it was reported that during an unspecified da vinci-assisted surgical procedure, arm 4 of an unspecified da vinci xi system moved across the patient¿s peritoneal cavity without operator input. No patient tissue was being held and the arm movement was stopped. No further issues were reported and the procedure continued. While there was no injury indicated in the event description, the medwatch report was labeled with event report type as "serious injury¿ and was labeled with event outcome as "required intervention". Additional follow-up cannot be conducted due to lack of site, system, and instrument information.